Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the customer reported problem. The service technician replaced the blower to correct the problem. Performance verification testing was completed on the ventilator and all tests passed per operating specifications.

Manufacturer narrative:
Na